Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of around 600 mg/dl. The customer was hospitalized. The customer's blood glucose was 299 mg/dl at the time of call. The customer treated their blood glucose level with a manual injection. Her high blood glucose level began on (B)(6) 2017. She stated that she is really brittle and felt that the insulin pump might have not been giving her enough insulin. Troubleshooting was done. There were no issues found. The high pressure test passed. The device was not returned for analysis.